Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had intermittent audible alarms as if the batteries were toggling power source between port 1 and port 2. No visual alarms were observed. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Failure analysis could not be performed since the device was not returned. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections between the controller and batteries. These momentary disconnections were not associated with premature power switching events; however, momentary disconnections will result in an audible tone. As a result, the reported power switching could not be confirmed. The reported ¿intermittent audible alarms¿ were confirmed. The most likely root cause of the reported audible alarms can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.